Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that an attempt may have been made to fire the instrument across a hard object. This is evidenced by the visible damage to the knife. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. On the second firing the knob did not move during the firing stroke. A new device was used to complete the case. There was no pt consequence.